Event description:
In 1996, the bha was done with omnifit stem and system1 bipolar cup and head. The revision surgery was done in (B)(6) 2014. At first dr. Thought to revise head and bipolar cup, but the head was not removed from stem and both of them were explanted.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a revision surgery involving a lfit morse taper head was reported. The event was confirmed as the device was returned. However, the reason for revision is unknown. Method & results: -device evaluation and results: inspection of the returned device found no material or manufacturing defects. -medical records received and evaluation: insufficient patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: not performed as the reason for revision is unknown. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. The reason for the revision surgery is unknown. The reported device was implanted for approximately 19 years. The stem and head system is designed to provide a secure lock between components and prevent the head from disassociating from the stem. Therefore, the difficulty removing the head from the stem indicates the device met the intended design purpose 19 years post-op. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
In 1996, the bha was done with omnifit stem and system1 bipolar cup and head. The revision surgery was done in (B)(6) 2014. At first dr. Thought to revise head and bipolar cup, but the head was not removed from stem and both of them were explanted.